Event description:
During an implant attempt of the subject device, high pacing impedance measurements in both channels and inadequate pacing were reported in relation to the subject device. The physician indicated that prior to connection of the leads, psa measurements were normal. The temporary pacemaker was programmed to vvi at 50 min-1. The subject pacemaker settings were ddd mode, 90/130 min-1, output 4.0v/0.35ms for both a and v, and as shipped settings for the other parameters. After connection of the ventricular lead, a pacing rate at 90 min-1 was confirmed. The atrial lead was next connected and the pacing rate was 75 min-1. Interrogation of the device identified lead impedance measurements of >3000ohms in both channels. The lead were disconnected and reconnected, and the same pacing rate abnormality was observed again. This atrial rate remained decreased for 10-15 mins. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.